Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting due to recent increased right atrial (ra) and right ventricular (rv) thresholds and outputs. However, this did not account for the battery depletion from approximately six months earlier. The rv and ra leads also exhibited noise and were non boston scientific. The rv lead also exhibited an out of range intrinsic amplitude measurement. Troubleshooting and programming options were discussed with the health care professional (hcp). The device remains in service.